Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: promus element plus mr,ous 2.50x12mm stent delivery system; catheter was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the mid stent region compressed. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24sep2021. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via the right femoral artery. The 85% stenosed, 3.75mm and 3.5mmx26mm, concentric, target lesion was located in the non-tortuous and moderately calcified distal left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter resulting to 50% residual stenosis. A 3.50x28mm promus element plus drug-eluting stent was used for treatment. However, the physician felt a resistance everytime it was advanced a multiple times but failed to cross the lesion. The device was then removed and the procedure was completed. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.